Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: during investigation, the pump powered on to a blank display. A test display was inserted and the display functioned normally. Unrelated to the complaint, moisture was observed under the display lens. A leak test failed due to a damaged bolus button cover. The pump was opened and moisture damage was found on all internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.